Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013, it was reported that the vns patient underwent a full revision surgery on (B)(6) 2013 due to a lead discontinuity. The patient's lead impedance after surgery was noted to be "ok". It was later reported that the lead break was suspected in (B)(6) 2012 by the patient was confirmed by the physician. The patient's settings were noted to be output=1.75ma/frequency=30hz/pulse width=250usec/on time-30sec/off time-5min/magnet output=1.75ma/magnet on time=60sec. It was stated that x-rays confirmed a lead break 2mm long at the level corresponding to c6-7. The physician reported that the patient did manipulate the device but there was no report of any trauma. It was stated that the explanted products were not available to be returned to the manufacturer for product analysis.